Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photo and noted two yellow tip caps with black spots seemingly embedded in the side of the luer shaft. A batch review was conducted and a deviation was found related to this reported condition during the manufacture of this lot. The reported problem was verified. The cause of the condition was determined to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that black spots were noted on one tips caps, luer slip, sterile, yel, 1. There was no patient involvement. No additional information is available.